Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement

Event description:
The customer reported via phone call that the insulin pump had damage and blank display. The customer¿s blood glucose was 86 mg/dl. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are damaged. The insulin pump will be returned for analysis.